Event description:
It was reported that the patient experienced recurrent low glucose readings at school following lunch, with cgm values in the 40s and contemporaneous finger-stick values approximately 15¿20 points higher, leading to treatment with oral carbohydrates including juice and candy, and continued fluctuations despite treatment. Symptoms included hypoglycemia. Outcomes included urgent low glucose requiring oral carbohydrate intervention and education on hypoglycemia management. Investigation included troubleshooting and education regarding cgm interstitial lag and confirmation of lows with finger-stick measurements. Investigation of this case revealed that the cgm-to-finger-stick discrepancy was consistent with known interstitial fluid lag during rapid glucose changes, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.